Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null . Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Report source is a literature article. There is limited information regarding the reported death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
The literature article entitled, "total knee arthroplasty for salvage of failed internal fixation or nonunion of the distal femur" written by george j. Haidukewych, md, bryan d. Springer, md, david j. Jacofsky, md, and daniel j. Berry, md published by the journal of arthroplasty volume 20 no 3 2005 accepted by publisher 22 april 2004. The article's purpose was to review a series of patients with failure of internal fixation or nonunion of the distal femur salvaged with tka to learn more about the results and complications associated with the procedure. Depuy and non-depuy products were utilized in 17 patients. Article does not identify the cement product. Patella resurfacing was performed in 10 patients and notes that 5 of those were all poly depuy and the rest were non-depuy. Depuy products utilized: tibial tray, tibial insert, knee femoral, patella. The article provides 1 patient with identifiers with depuy products which is captured on a linked complaint. This complaint captures the generalized adverse events. The article does not identify specific products associated with the adverse events hindering accurate quantities for impacted products. Adverse events: infection (treated by revision), proximal aspect of stem of femoral component perforated anterior femoral cortex intraoperatively resulting in cement extrusion (intervention not specified), patellar tendon avulsions intraoperatively (treated with reattachment with staples or repair with heavy nonabsorbable suture), 1 fatal myocardial infarction, dvt, wound complications requiring prolonged care including skin necrosis and infection (treated with debridements, skin grafts).